Event description:
On 07/12/2023 (B)(6), employee of intuvie, received a call from (B)(6), and the following call notes were documented: pt showered with the pump...said he had the pump out of the way but following the shower the pump has a red light on with a blank screen. We tried powering it on or off, nothing, tried the green ok button, nothing. I had him clamp the line and told him to go into his clinic and get that pump swapped out as they will need to send that one into us for repair. He understood. No further details provided. Infusion took place at home. Patient involved. No patient was harmed. Device will be returned for repair. On 7/12/2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. H3 other text : device not returned to manufacturer.